Manufacturer narrative:
Submit date: 23-jun-2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports the unit has a rotor error but did not alarm. No further information is available.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that the pump is not alarming for a rotor error. The unit was triaged and the reported issue was confirmed. The gearbox was replaced and the rotor error alarm test was successfully performed. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Post market trending is in place to monitor for further occurrences. If information is provided in the future, a supplemental report will be issued.